Event description:
It was reported that a study participant experienced repeated episodes of severe low blood glucose after dinner, describing persistent hypoglycemia despite consuming oral carbohydrates multiple times and noting a mismatch between food intake and the insulin the device delivered. Symptoms included hypoglycemia with difficulty raising blood glucose. Outcomes included no reported hospitalization or emergency intervention and self-treatment with oral glucose and food. Investigation included case creation and outreach to obtain additional information from the participant. Investigation of this case revealed that the cause of the hypoglycemic events was unclear based on the available information, with no reported device alarms. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.